Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic on (B)(6) 2019. Review of the hm2 download revealed new power spikes 1-3 per day. Patient otherwise feels well and appears euvolemic. The log file captured a no external power event on (B)(6) 2019 due to simultaneous power lead disconnects while the patient was switching power sources.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power event while changing power sources, was confirmed in the submitted log file. The customer submitted a heartmate ii log file for review due to lvad power issues. Technical service reviewed the file and replied to the customer. The loss of external power event was noted during the review. The log file contained approximately 38 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. There was one loss of external power event. The patient appeared to be changing from mpu power to batteries when they disconnected both mpu leads prior to installing a battery. The white power cable lead was disconnected from the mpu; the black power cable lead was disconnected 15 seconds later. The controller operated on backup battery power due to the event. No product was returned for evaluation. The reason for the loss of external power appears to be due to both power sources being disconnected concurrently during a power source exchange from the mpu to battery power. No further information was provided. The manufacturer is closing the file on this event.